Event description:
New information notes product will not be returned for analysis.

Event description:
Related manufacturer reference number: 2017865-2021-32320. Related manufacturer reference number: 2017865-2021-32319. It was reported that the patient presented in clinic for follow up. Interrogation of the patient's pacemaker, right atrial (ra) lead and right ventricular (rv) lead showed infection. The patient was bleeding at the incision site. Patient was receiving antibiotics. No other changes reported.